Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that an alarm error message occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: b3: updated. B5: the event occurred during pretest. No patient involvement was reported. D10: updated. H3: updated. H6: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the top case was chipped; tamper seals were broken. The reported problem was not duplicated/verified. The investigation was unable to duplicate the primary audible alarm post error at power up and was unable to determine the intermittent of the error. The speaker and interconnect printed circuit board were carefully inspected and no physical or any other damage was found. No fault was found as the error was not duplicated. The speaker was replaced as a preventative measure. The root cause of the reported issue was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).